Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this patient with this pacemaker underwent an unrelated emergent surgery in which premature battery depletion (pbd) was observed and confirmed via disk analysis. The field representative would follow up with the clinic. This pacemaker remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this patient with this pacemaker underwent an unrelated emergent surgery in which premature battery depletion (pbd) was observed and confirmed via disk analysis. The field representative would follow up with the clinic. This pacemaker remains in service. No adverse patient effects were reported. Additional information was received that this pacemaker was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this patient with this pacemaker underwent an unrelated emergent surgery in which premature battery depletion (pbd) was observed and confirmed via disk analysis. The field representative would follow up with the clinic. This pacemaker remains in service. No adverse patient effects were reported. Additional information was received that this pacemaker was explanted. No additional adverse patient effects were reported.